Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02127. The pt received two leads (from two separate lots) as part of his scs system. It was reported the pt fell and subsequently lost stimulation to his right lead. An x-ray revealed a lead fracture. The physician explanted and replaced the fractured lead on (B)(6) 2012. As a result of the procedure, the pt reported effective stimulation.

Manufacturer narrative:
Results: as received, the lead was kinked with all wires broken approx 15.5 cm from the stimulation end. There was no breach noted in the outer tubing of the lead where the fracture was located. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.